Event description:
When attempting to deploy resolution clip to a polypectomy site, the clip appeared to deploy and close the open area; however, it did not hold. The clip was loose in the colon. The doctor removed the loose clip and redeployed another clip to the site. FDA safety report ID# (B)(4).